Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was missing segments and analysis determined that the lcd gasket was seeping out. Analysis also found that the upper and lower cases as well as one side cover were broken, that one side cover and one side bail were missing, the battery contacts were compressed, the keyboard pad was contaminated (cosmetic) and that the main printed circuit board (pcb) was out of specification/contaminated. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's liquid crystal display (lcd) had segments blacked out on the bottom. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator's liquid crystal display (lcd) had segments blacked out on the bottom. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.